Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Event description:
Major effusion [joint effusion]. Case description: a spontaneous report was received on jun-18-2010 from a healthcare provider (hcp) regarding a patient of unknown age and gender who experienced a major effusion after treatment with synvisc. The patient's relevant medical history was unknown. The patient received an unspecified number of injections of synvisc on unknown dates. It was reported that the patient experienced a major effusion on an unknown date. The hcp performed an arthroscopic irrigation. At the time of this report, the outcome of the patient was unknown. On jun-22-2010, additional information was received in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.